Event description:
It was reported that the pump shut off unexpectedly. Customer turned pump back on and battery gauge was at 5% charge; no low power alerts/alarms were received. Customer¿s blood glucose level was 108-126 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.